Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Based on the damage found on the circuit board assembly and the unit's front cover, it can be determined that the fire initiated from the unit's motor control board. The fire appears to have burned internally and then progressed to damage the gross particle filter and the grill openings located in the unit's front cover. Examination of the motor control board found extensive damage to its board mounted components. It is not clear whether one of its components was responsible for the fire or if it was caused by an external source. The motor control board supplier performed an extensive root-cause analysis and failure investigation. The supplier did not identify any design issues to cause this failure mode. The supplier focused on forcing malfunction by artificially damaging components to mimic improper handling during installation or service in the field. Even in the case of a forced damage, the burnt pcb areas observed by all tests have been less than by the return shipments. Concentrated oxygen or air flow may have been an influencing factor which can increase the burning or flaming effect as seen in the returned units. There have not been any systemic issues identified. We will continue to monitor complaints.

Manufacturer narrative:
The device has been returned to caire for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The distributor's employee reported: an airsep 3 poc caught fire at a patient's home yesterday. The patient was able to put the fire out quickly, but the unit showed fire damage. The patient was not harmed.